Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy due to t wave oversensing on this right ventricular (rv) lead. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy due to t wave oversensing on this right ventricular (rv) lead. No additional adverse patient effects were reported. Additional information was received that this lead was explanted due to therapy upgrade.